Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 29mm sapien 3 in mitral position in native severe calcified valve. On echo control, the outflow tract was obstructed and it was decided to move to a surgical procedure and replace the s3 valve with a surgical valve. The surgical procedure was successful. The patient did not suffer any injury and was noted as to be stable hospitalized.

Manufacturer narrative:
Left ventricle outflow tract (lvot) is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.